Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is experiencing ineffective stimulation. X-rays revealed lead migration. In turn, the pt is going to undergo surgical intervention to revise the lead. Follow-up identified the physician increased the pt's pain medication which addressed his pain. As a result, the pt requested to have the scs system explanted due to no longer needing it.